Event description:
It was reported the pt had the system explanted due to an infection. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if additional info becomes available.